Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date in the first week of (B)(6) 2012. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
During a procedure in the first week of (B)(6) 2012, the patient was implanted with a trochanteric fixation nail (tfn). On an unknown date, the surgeon decided to revise to use a better implant for the patient. Reportedly, the tfn was cutting out of the femur head. On (B)(6) 2012, the tfn was removed and replaced with a dynamic hip screw (dhs). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device has been returned and is entering the complaint system. The investigation is ongoing. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date added. A product development evaluation was performed and it was observed that there have been (B)(4) other reported complaints within the year timeframe of (B)(6) 2011 (B)(6)2013. (Note that invalid complaints were not considered in the total). It was unclear whether the complaint event was a superior cutout or a medial migration so both were included in the total number of complaints within the past two years. (B)(4) within this timeframe. This would make the (B)(4). Thus making the probability "unlikely". The risk analysis adequately addresses this particular event in several lines of the document (rev e approved 13 march 2013, (B)(4)). There are many factors for medial or superior cutout of a tfn construct. This failure mode is not inherent with just the tfn, but rather all cephalomedullary nails on the market. Bone quality, fracture pattern/comminution, reduction of the fracture, patient compliance, placement of the implant, etc. Are just a few of the variables that can influence a nail construct to cutout medially or superiorly. There are too many factors involved to determine fully the cause of a cephalomedullary nail cutting out medial or superiorly of the femoral head. However, based on the low occurrence rate, complaint history, and that this failure mode is not inherent with just tfn, but rather all cephalomedullary nails, the design of the device was deemed to meet its intended use. Thus this complaint is indeterminate.

Event description:
This is report 1 of 1 for (B)(4).